Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The other haptic is broken inside the haptic insertion area (welded portion intact). The optic edge is torn and the optic is folded toward the anterior surface. Associated products were not provided. It is unknown if qualified products were used. The bent haptic damage was most likely interpreted as the reported "curved" condition. Optic damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens iol) implant procedure, the doctor noticed that this iol is not in good condition. As per reporter the haptic was curved but it was still placed in the patient's eye. The iol was returned to the manufacturing site, thus indicating the iol was removed from the eye in a secondary procedure.